Manufacturer narrative:
Although the malfunctioning device is not available for evaluation, the results of this investigation will be communicated to the FDA through a follow-up MDR upon its completion.

Event description:
On (B)(6) 2023, installation of ktic on the lower limb in premature babies aged 33+4 weeks. Weight: 1630g. Use of a kt premicath 28 g after failure of kt neocath. Introduction of the kt with blocking at 11 cm. At the time of removal, slight resistance then withdrawal of the guide in its entirety but with partial removal of the kt which ruptures, leaving 7 cm of kt in the vein of the mi. When removing the introducer, no end of kt visible. Foreign body in venous network. Surgical treatment requested for denudation and attempted removal.

Event description:
On (B)(6) 2023, installation of ktic on the lower limb in premature babies aged 33+4 weeks. Weight: 1630g. Use of a kt premicath 28 g after failure of kt neocath. Introduction of the kt with blocking at 11 cm. At the time of removal, slight resistance then withdrawal of the guide in its entirety but with partial removal of the kt which ruptures, leaving 7 cm of kt in the vein of the mi. When removing the introducer, no end of kt visible. Foreign body in venous network. Surgical treatment requested for denudation and attempted removal.

Manufacturer narrative:
This complaint could not be classified, since no faulty sample was available. Since we did not receive either the faulty sample or an image showing the defect, no investigation is possible. Various events can lead to a snapped catheter tube. 1. Tensile force which may be caused by: dressing change- in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture in babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, toothed forceps, or scalpel) during dressing change. 3. Alcohol-based disinfectant- there are some warnings in the IFU: "avoid any contact of the catheter tubing to alcohol, acetone or organic solvent-based disinfectants, or dressing sprays. This may irreversibly damage the catheter." Having checked the batch history records, no deviations were found. The batch complied to its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter components are randomly checked. The min. Value of 1.5 n is requested regarding the tensile force for the catheter tube. For the involved code 6g35961013, batch 8193696 the average value is 4.6 n with a min. Value of 4.33 n and a max. Value of 4.82 n and therefore within our specification. Incoming goods inspections and two 100% visual tests after packaging are carried out. There is no further complaint for batch 170723gt and nine further complaints regarding a snapped catheter on code 1261.306 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there are no indications of a manufacturing fault.